Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since 01-apr-2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable.

Event description:
It was reported that the implant xifnt485 in dental site 20 was removed due an infection. Doctor also reported peri-implantitis.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the threads and collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: h6: patient codes and method codes corrected. H10: summary investigation for lack of primary stability was incorrectly included on the initial medwatch submission.

Event description:
No further event information available at the time of this report.